Event description:
It was reported that difficult to advance within the vasculature occurred. The severely calcified and moderately tortuous anatomy was unable to be analyzed prior to the procedure due to a lack of peripheral computed tomography (CT) imaging. A 14f isleeve introducer sheath was selected for use in a transcatheter aortic valve implantation (tavi) procedure. The 14f isleeve introducer sheath was prepared and inserted into the vasculature. The 14f isleeve introducer sheath was pushed very hard through the vessel tortuosity and was unable to advance from the external iliac to the common iliac due to calcification. The 14f isleeve introducer sheath was removed from the patient. Kinks were visible along the shaft of the 14f isleeve introducer sheath at approximately 7cm from the radiopaque marker and at the radiopaque marker. A seam of the 14f isleeve introducer sheath was expanded close to the tip of the 14f isleeve introducer sheath. The tip of the 14 isleeve introducer sheath was expanded and bent backwards. A new 14f isleeve introducer sheath was prepared and advanced without incident over a non-boston scientific guidewire. There were no patient consequences reported.